Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 111 mg/dl at 8:50 pm, 216 mg/dl at 8:58 pm, 170 mg/dl at 9:00 pm, 102 mg/dl at 9:01 pm. No adverse event reported. Return of the suspect device was requested for evaluation.